Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump had emitted multiple loss of prime warnings. Reportedly, the alarms continued when the cartridge was changed using the cartridges from three different lots. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed a loss of prime warning associated with a low non-zero force. An ¿ezprime¿ sequence and 24 hour duration test were successfully completed with no loss of prime warnings occurring. The force sensor calibration was within specifications. The pump cover was removed and no contamination or damage to the force sensor circuit was observed. The loss of prime issue was found in the pump¿s black box but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.